Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 500 mg/dl at time of incident and the current blood glucose level was 400 mg/dl. Customer stated that the insulin pump was showing a red x on the screen. Customer reported loss of communication between pump and transmitter. The customer was assisted with troubleshooting. Customer was alleging insulin pump was under delivering. The device will not be returned for analysis.